Event description:
It was reported that pump issued cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and pump return within specified time frame, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.